Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the midpoint. A piece measuring approximately 0.085" x 0.395" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace instrument curved shears does not recognize. The procedure was completed with no reported injury.